Event description:
During an angiogram procedure, a piece of the pigtail component separated inside the patient. As it was just under the skin, the physician was able to use forceps to grasp and remove the piece of pigtail. No harm to the patient. No additional device was used or needed as the procedure was finished.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.